Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator exhibited a high current drain due to a leaky capacitor.